Event description:
Written report received states "fast flow". Reporter states that 20 hours after onset of infusion patient noticed the size of reservoir was significantly smaller than anticipated. Patient notified their physician and infusion was stopped. Device had a total fill volume of 240 ml and contained ns and 2500 mg 5fu. Per reporter, infusion was started at 12:00 am and stopped at 8:00 pm. Approximately 130 ml of medication was left in the reservoir after device detached from patient. Per reporter patient's therapy was restarted 12 hours later and continued for another 3 days. Reporter states device was located in the patient's "slop upper pocket" and connected to a patent 18 gauge bd peripherally inserted catheter located on the arm. Per reporter no patient injury occurred and no medical intervention was required as a result of the reported condition.